Event description:
It was reported that the pump battery would not charge, despite attempts with different outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use an alternate method for insulin delivery and a replacement pump was arranged by technical support, with instructions provided for the return of the malfunctioning pump.